Event description:
It was reported that the pt experienced discomfort due to chipping of the ceramic liner in the inferior rim of the liner. The ceramic pieces were visible on x-ray. Pt could hear a grinding sound when weight bearing.